Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump received no delivery alarm. The blood glucose level was 157 mg/dl. Customer was assisted with troubleshoot. Customer tried all the remedies. Customer state that insulin did not exit. The product will not be returned for the analysis.

Manufacturer narrative:
The insulin pump passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. No unexpected insulin flow blocked alarm noted during testing.